Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to oversensed noise which could be reproduced with pocket manipulation and isometrics. The device was programmed off and a revision procedure was performed. This right ventricular (rv) lead had sustained a fracture and was explanted and replaced. No additional adverse patient effects were reported.